Event description:
It was reported that the 9800 system had no power and a problem with the control board. The customer requested an order be placed for the workstation power pcb. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction as verified. Replaced the power control pcb. The system was tested and found to be working as intended and placed back into service.